Event description:
A report was received that the patient had a device related seizure. The patient also had a migraine, but the physician was uncertain if it was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did not experience seizures when stimulator was turned off. There will be no further information provided to bsn.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a device related seizure. The patient also had a migraine, but the physician was uncertain if it was device related. The patient underwent an explant procedure.